Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The reported difficulty to remove, patient effect of pain and subsequent treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 6fr sheath after a percutaneous coronary intervention procedure. Reportedly, following deployment the device could not be removed from the patient anatomy. The foot was retracted several times in an attempt to remove the device; however, the device still could not be removed. The patient was given pain medication, which relaxed the patient and the device could be removed. A 6fr sheath was used to achieve hemostasis. Oozing continued and an 8fr sheath was placed to control the oozing. There was no reported adverse patient sequela. The physician is reported to be in-training in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.